Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the reported glidescope core quickconnect cable used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported image issues. When connected to known, good, test verathon equipment, they could not reproduce the reported image issues. The cable passed verathon's device functionality testing. Upon visual inspection of the cable, no visible damage or corrosion were identified. Upon completion of verathon's device evaluation, the device was scrapped due to the customer already being provided a replacement cable. The customer was informed of verathon's device evaluation findings. Neither the glidescope core monitor nor the glidescope bflex single-use bronchoscope used with the cable during the reported event were made available to verathon for evaluation. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a bronchoscopy procedure, using a glidescope core quickconnect cable, the screen on the connected glidescope core monitor was clicking and engaging the contrast setting without users touching the screen. It was also reported that the screen was glitching and completely white out during the procedure. The image reappeared and they were able to complete the procedure. The customer reported isolating the issue to the glidescope core quickconnect cable. No delay in the procedure or harm to the patient was reported.